Event description:
Patient reported his pump is working inconsistently and he feels like that is pump issue. The pump beeps a different time each day for him to change the vial even thou he is using the same dose every day. He reports he uses the same dosing/setting daily. He reports yesterday after lunch within an hour, he cannot move or walk, despite using the pump. No further information, details or dates provided. Unknown if patient has missed doses as a result. Product lot number and expiration not reported. Unknown if device is available for return. Vyalev indication: parkinson's disease with dyskinesia, with fluctuations vyalev dose/frequency: administer the contents of up to 2 vials under the skin for up to 24 hours each day. Loading dose: 0.5 ml, continuous dose: 0.43 ml/hr (0.39 ml/hr - 0.45 ml/hr), extra dose: 0.3ml.